Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿wear and/or deformation of articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07666 and 07692).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2014 due to wear of the polyethylene components. The polyethylene tibial bearing and polyethylene patella were replaced.